Manufacturer narrative:
Philip's field service engineer (fse) evaluated the device and verified the alleged condition. The fse replaced the battery assembly to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. The ventilator was returned to service.

Event description:
The customer reported that the ventilator battery failed. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.